Manufacturer narrative:
The reagent lot number is 87242401. The expiration date is 31-jan-2027. The calibration and qc were acceptable. The alarm trace showed "abnormal aspiration" (sample pipetter) errors. The field service representative found that the sample probe was not centered in the rinse station. He adjusted the sample probe positions, adjusted rinse levels, and replaced the reagent pack as a precaution. He performed tests and checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results for 6 patient samples on a cobas c 303 analytical unit. One example was provided: the initial result was 3.94 mg/dl. The repeated result was 1.79 mg/dl. The sample was repeated because the initial result was critically high. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.